Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the ipg was explanted and replaced with a new one, thereby restoring therapy.

Event description:
It was reported the ipg was unable to communicate with the external devices. The ipg was deemed to be inoperable. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.